Event description:
Info received indicates the head up function is not working.

Manufacturer narrative:
The technician isolated the issue to the valve solenoid failing. He replaced the valvae solenoid to repair the bed.